Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after a vision stent was implanted, a perforation occurred, but was successfully treated with a graftmaster. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. The patient effect of perforation is addressed in the vision's risk assesment, and instructions for use (IFU) as a known potential adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Reportedly, there was no report of any device malfunction at the time of the stent implantation and the perforation was successfully treated with a graftmaster. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, could not be determined.